Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. One possible explanation is that since the leads were attached when device was received, more than likely the vf detection was turned on causing the device to charge continuously. Since no save to disk, data could be retrieved from the device and no other data was provided from the field there is no way to confirm this result. The result of analysis is inconclusive. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and testing was inconclusive. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.